Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual high out of range shock impedances. A revision procedure was performed, this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.